Manufacturer narrative:
Device was used for treatment, not diagnosis. Weight loss, unknown how many pounds. Date of event: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal case provided by (B)(6) to complaint handling unit on date (B)(4) 2015. It was reported that a patient with ongoing tobacco abuse, who was diagnosed with a stage 4 squamous cell carcinoma of the anterior floor of mouth including mandibular erosion, underwent composite resection with simultaneous reconstruction, where upon a right pectoralis myocutaneous pedicle flap was placed overlying a titanium plate bridging/ spanning the segmental mandibular defect. The patient received postoperative radiation therapy. This surgery was performed on (B)(6) 2010 where a synthes titanium mandibular reconstruction plate was placed. He finished his radiation around (B)(6) and was doing fairly well until (B)(6) 2010 when the mandibular hardware broke in half anteriorly. Since that time, the patient had extreme pain and the hardware has eroded through his mental skin. He has had markedly decreased oral intake and weight loss with this and was subsequently referred to facility with c/o speech/swallowing dysfunction, and severe worsening pain bilateral tmjs (temporo-mandibular joint) /face/jaw/chin/neck for definitive management. Preoperatively, the patient had about 4 cm of fractured plate exposed from one side and about 5 cm of plate exposed from the contralateral, and these two ends of the fractured recon bar were actually overlapping one another, creating an "andy gump deformity". The broken plate was explanted on (B)(6) 2011. This report is 1 of 2 for (B)(4).